Event description:
A customer reported contacted beckman coulter, inc. (Bec) to report a small volume of clenz leaking from the unicel dxh 800 coulter cellular analysis system. The operator was wearing personal protective equipment (ppe) consisting of lab coat, gloves at the time of the incident. There was no contact with mucous membranes or open wounds. Medical attention was not sought. No samples were analyzed on the instrument at the time of the incident. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the sample line that had popped off the flowcell and verified repairs per established procedures. Root cause of the leak is due to the worn tubing in the sample line causing the sample line to separate from the flowcell. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).